Event description:
While the nurse was pulling the power needle from out of the patient's port, the safety of the huber needle did not engage. The nurse that was providing treatment at the time was stuck with the huber needle because the safety did not engage.